Event description:
It was reported the physician was unable to insert two different stylets into the lead during the implant procedure. The sym rep interrogated the lead and found several invalid contacts. A different lead was implanted.

Manufacturer narrative:
Eval: conclusion: the complaint of "stylet insertion problem" could not be confirmed. As returned, the lead was in good condition but had reddish material inside the inner tubing. This material was consistent with bodily fluid introduced inside the lead during the implant procedure. A lab stylet could be fully inserted and removed from the lead without issue. The stylets were not returned; therefore the pt scenario could not be re-created. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.